Event description:
The adverse event is filed under aic reference (B)(4). It was reported that an m. Blue (#fx800t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under aic reference xc 100039186 cc 400709546. Additional information: h6 codes updated. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.